Manufacturer narrative:
Device was not returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.

Event description:
It was reported that the pt underwent a spinal procedure to fuse l4/5, using mini-invasive procedure. It was reported that the rod deviated to the lateral side at right l5, and did not go through the head of the pedicle screw. The procedure was changed to an open procedure.